Event description:
The manufacturer received information that a trilogy evo ventilator had a ventilator service required alarm occur without interruption in therapy to the patient. There was no harm or injury reported. The patient's ventilator was replaced. The ventilator was evaluated at the manufacturer's service center. The reported issue was not reproduced in the initial evaluation at the service center. Review of the device's error log showed ventilator service required alarm code e-59 indicating a battery not charging fault. It was determined the system printed circuit board assembly and the detachable battery required replacement to address the issue. Final testing has not yet been completed due to the detachable battery pending delivery for the repair. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting, a follow up/supplemental report will be completed.